Event description:
Left non-union fractured clavicle repaired with plate/screws. Follow up x-rays four months later show hardware in good position. The following month pt was having increased pain and swelling. X-ray reveals a "fracture of the three part reconstruction plate". Hardware removed; bone graft done.